Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the subject device malfunction (suspected disconnection). There were no reports of patient harm.

Event description:
It was reported, the subject device malfunction (suspected disconnection). The intended procedure was therapeutic. Felt dark as an effect on the procedure. No health hazard. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, cable flooding (internal), image capture flooding (internal), watertight defects due to connector cracks and defective image capture pixels. Based on the results of the investigation, it is likely the malfunction reported malfunction occurred due to communication failure caused by a cable malfunction. It is presumed that cable flooding (internal), image capture flooding (internal), watertight defects occurred due to water flooding through the connector cracks. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.